Manufacturer narrative:
The reported events of high threshold and low sensing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, there was difficulty implanting the atrial lead and intermittent sensing and high capture threshold were observed on the atrial lead. The procedure was prolonged by the difficulty implanting the atrial lead. A different atrial lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.